Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error and a pump error alarm. The customer¿s blood glucose level was 4.6 mmol/l. The customer stated that the insulin pump had reoccurrence of frozen display and the buttons did not respond. The time clock did not advance and insert battery alarm did not display on the screen. The customer was unable to clear the alarm. The customer received critical pump error image on the screen. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to verify frozen screen due to critical pump error (open book image).